Manufacturer narrative:
(B)(4). Batch # p57136. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage with no cartridge reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged, however it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy, the device did not move on the way of the 3rd firing after the cartridge was replaced. The device was used on the jejunum. The device stopped as if the device ran out of the battery. Another device was used to complete the case. There were no adverse consequences to the patient.